Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. The product investigation was completed based on received photographs of the complaint device. Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the tip of the catheter was observed damaged with components exposed. However, the visualization issue cannot be determined based on the images provided. A device history record evaluation was performed for the finished device 31338846l, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a lasso® nav eco catheter and during the operation, the device was recognized by the carto but the catheter was not visualized on the carto system. A second device was used to complete the operation. Post procedure, the medical team identified that internal components were exposed on the tip. There was no adverse event reported on patient.